Event description:
The customer reported the system had a communication fail error message and shut down without command. There are no report of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.